Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 2,000 ohms. The patient is pacemaker dependent. The increase in impedances have been very gradual and is indicative of chronic changes and calcification of the lead. The patient was reported to be on dialysis and will continue to be monitored every three months. This product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the shock impedance measurements were also noted to be increasing, however remain within range. Noise was also noted on the shock channel. Boston scientific technical services (ts) discussed the shock channel is unipolar coil to can and protection detection enhancement reprogramming. Ts also discussed troubleshooting options should the shock impedance measurements increase to out of range. No adverse patient effects were reported.